Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead received inappropriate shocks for atrial tachycardia and the shock impedance measurements for some of the shocks were greater than 125 ohms. A shock impedance measurement of 132 ohms was observed with painless lead impedance testing. Additionally, shock impedance and pacing impedance measurements had increased approximately six months ago, but then measurements decreased. The pacing impedance measurements had not been out of range. Technical services (ts) discussed troubleshooting options. This patient was subsequently diagnosed with covid-19; therefore, tachycardia therapy was programmed off due to the inappropriate shocks, and the patient was given a lifevest until a lead replacement could be performed. This lead remains in service. No additional adverse patient effects were reported. Additional information was received which reported that a surgical revision was performed and this lead was explanted and replaced due to shock impedance measurements of greater than 125 ohms. A lead issue was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This lead has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout the electrical testing was within normal limits. The testing of the inner insulation integrity did not pass due to induced damage noted near the tip area of the lead. Laboratory testing was unable to reproduce the reported clinical observations and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead received inappropriate shocks for atrial tachycardia and the shock impedance measurements for some of the shocks were greater than 125 ohms. A shock impedance measurement of 132 ohms was observed with painless lead impedance testing. Additionally, shock impedance and pacing impedance measurements had increased approximately six months ago, but then measurements decreased. The pacing impedance measurements had not been out of range. Technical services (ts) discussed troubleshooting options. This patient was subsequently diagnosed with covid-19; therefore, tachycardia therapy was programmed off due to the inappropriate shocks, and the patient was given a lifevest until a lead replacement could be performed. This lead remains in service. No additional adverse patient effects were reported. Additional information was received which reported that a surgical revision was performed and this lead was explanted and replaced due to shock impedance measurements of greater than 125 ohms. A lead issue was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead received inappropriate shocks for atrial tachycardia and the shock impedance measurements for some of the shocks were greater than 125 ohms. A shock impedance measurement of 132 ohms was observed with painless lead impedance testing. Additionally, shock impedance and pacing impedance measurements had increased approximately six months ago, but then measurements decreased. The pacing impedance measurements had not been out of range. Technical services (ts) discussed troubleshooting options. This patient was subsequently diagnosed with covid-19; therefore, tachycardia therapy was programmed off due to the inappropriate shocks, and the patient was given a lifevest until a lead replacement could be performed. This lead remains in service. No additional adverse patient effects were reported.